Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted two damaged ar-1547bc biocomposite-tenodesis screws. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
Additional information received on 9/26/2023: the case was delayed sixty minutes, and additional anesthesia was administered to the patient. The surgeon was unable to remove all the broken fragments that were inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/11/2023, it was reported by an arthrex subsidiary employee via email that (2) ar-1547bc biocomposite-tenodesis screw broke during insertion. The anchors were removed from inside the patient. This was discovered during a tendon allograft procedure on (B)(6) 2023. The case was completed using a product from another manufacturer. Additional information requested.